Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in the section b5 with this report. S/w ver 6.7v. Retainer = black. Case type = ngp. The pump was returned for alleged pump error 63, pump error 23, pump error 49, and pump error 68 alarms reported on 10/10/2022. The pump passed the sleep current measurement, active current measurement, self test, and displacement test. Successfully downloaded the trace and history files using thump. The test energizer battery was removed from the battery compartment and reinserted in less than 60 seconds, less than 10 minutes, and more than 10 minutes. The pump powered up properly after the insertion of the battery. Performed a safe shutdown of the pump and then powered the pump back on. After the shutdown, the pump powered up with pump error 23 alarm, power loss alarm, set time, and active insulin cleared alarm properly. No unexpected pump error 23, 49, or 68 alarms or unsafe shutdown was noted during testing. A review of the history files reveals on 10/9/2022 at 05:11 there was a pump error 63 (linenumber 341 filenumber 522 variableinfo 0c) alarm that occurred. Pump error 63 is a hw_err_arm_watchdog and occurs if the pump is restarted by the hw watchdog. Hw watchdog restarts the pump if the cpu hangs. Additionally, on 10/9/2022 there was a pump error 68 alarm and a pump error 49 at 05:11 followed by a pump error 23 alarm at 05:12 that occurred. No unusual or excessive battery/power-related faults were noted in the history files. The pump was cut open for a visual inspection. No evidence of damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), vibrate harness assembly, motor, or force sensor. . A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. Pump error 63 alarm is confirmed and was generated due to a processor watchdog failure, fault isolated to the hardware. Pump error 23, pump error 49, and pump error 68 alarms are not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations by these terms. This statement should be included with any information or report disclosed to the public under the freedom.

Event description:
Information received by medtronic indicated that the customer received alarmed for history pointers failed or the history pointers are corrupted, post-reset ram crc alarm, alarm for trace pointers are invalid and for hardware low level failures. Troubleshooting was performed and was able to clear the alarm successfully and able to complete the insulin pump rewind. Customer stated that self-test got passed. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.